Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow was fluctuating in an arctic sun device, and they exchanged of circulation pump. Per review of wo on (B)(6) 2023, there was no patient involvement.

Event description:
It was reported that the flow was fluctuating in an arctic sun device, and they exchanged of circulation pump. Per review of wo on (B)(6), 2023, there was no patient involvement. It was reported that there was a faulty spare part for arctic sun device and problem with flow was found during depot repair. Service technician replaced faulty circulation pump on device and found out that the new spare part was faulty and there was problem with flow, error shown during calibration. Per follow up information received via email on (B)(6), 2023, the device was sent to depot. The circulation pump and manifold assy going to be replaced. The repair was ongoing. Per sample evaluation results on (B)(6), 2024, it was reported that the spare part circulation pump found faulty by technician and out of box failure of circulation pump. Processor circuit card fault detected during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as low flow was noted during evaluation. The circulation pump was replaced and it was noted the flow rate remained low. Replacing the manifold assembly resolved the issue. Manifold assembly was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.